Event description:
Reference number (B)(4). Event occurred in france. It was reported that patient faced an event of hyperglycemia on (B)(6) 2024 due to angled (bent) cannula event. Blood glucose level was 200 mg/dl in the morning, 300 mg/dl at 12 p.m., 400 mg/dl at snack time. The issue was resolved after changing the insertion site of catheter. No further information was available.